Manufacturer narrative:
Conclusion: the common probable cause for stenosis is due to pannus overgrowth. This finding is generally considered a patient-related condition. However, without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 16 years and 6 months post implant of this bioprosthetic aortic valve, a transcatheter valve was implanted valve-in-valve due to severe stenosis. At the time of the procedure, the patient was experiencing shortness of breath and activity limitation. No additional adverse patient effects were reported.